Event description:
Event has resolved but has ¿scars from I & d and asymmetry.¿

Manufacturer narrative:
Health effect - impact code: f23, f2303. Type of investigation code: b15, b18, b20. Suspect product: lot number 963/3. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation and was discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that patient is experiencing ¿swelling¿ after they were injected in the left cheek, rt & lt pre jowl and chin pogonion¿ with 1ml of juvéderm® voluma¿ xc. It was also noted "patient went to dentist ten days later and was sent to endodontist. They were prescribed amoxicillin and said it was not a teeth issue. Contacted injector and prescribed doxycycline and medrol dose pak.¿ additional treatment was noted as ¿hylenex injected in affected area¿, ¿doxycycline 100mg bid & medrol dosepak¿, ¿I&d of abscess¿, and ¿keflex 500mg qid." Event is ongoing at this time.